Event description:
The customer reported the ventilator was not delivering mandatory breaths or tidal volume. The customer reported several alarms were sounding: low inspiratory pressure, low minute volume, and low mandatory tidal volume. The customer reported there was no pt harm.